Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator fractured during a procedure. There was no delay of surgery or injury to patient. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned 09-0264 cogswell b elevator lot# 120312k12 shows scratches along the handle, and the tip is fractured. There are no indications of manufacturing defects. Manufacturing history was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.